Manufacturer narrative:
The exact date of the event is unknown. The provided event date, 06/01/2024, was chosen as the best estimate based on the date that the manufacturer became aware of the event, 06/13/2024. The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Device code a1502 is being used to capture the reportable event of gel misplaced non-vascular.

Event description:
It was reported that after an unknown spaceoar device placement, a rectal wall infiltration was suspected. During the procedure the hydrodissection was performed laterally and proceeded normally. The patient had a pacemaker; therefore, it was unable to undergo a magnetic resonance imaging (MRI). Upon reviewing the images for signs of rectal wall infiltration, there were several slices that appeared questionable. Specifically, one sagittal and one axial slice seemed to mirror the contour of the rectal wall, raising suspicions of proximity to the rectal wall. Additionally, a slide near the apex appeared to approach the lumen, which was also suspicious. Typically, an MRI would be recommended, but given the circumstances, suspicion of rectal wall infiltration was raised based on certain slices that appeared suspicious. However, the findings were not conclusive. No patient complications were reported as a result of this event.